Event description:
It is reported by the pt's rep that the pt underwent hip replacement surgery and a trident shell was implanted into left hip. Subsequently, a trigen prosthesis was then implanted into the shell. It is alleged by the pt's rep that "mismatched components were implanted in her, causing her to be revised" and that "she presently co-exists with chronic radiation pain in her left hip, severe disfigurement, and permanent partial disability."

Manufacturer narrative:
As per the info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up and info may be obtained by the legal affairs dept.